Event description:
The hcp reports the pt presented at the office in 2002. The pt had a small punctuate leak-with clear fluid at wound site. Pseudomonas was cultured from unk site. The pt did not have meningitis. The pt was treated with oral antibiotics and total device system explant. The pt was referred to an infectious control doctor the following month. The infection resolved with drug withdrawal including intolerable sweating.